Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13h08043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for potentially associated lot numbers h13h08043. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. The patient was reported to have recovered from the peritonitis. No additional information is available at this time. This is report 1 of 2 involved in this event.